Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The product was returned and no visible biomaterial blockages could be seen. A purge cassette from the lab was hooked up to the pump and the purge system was run. High purge pressure and low purge flow were reproduced. The pump was then run in a bucket of tergazyme and the purge pressure fell to within normal limits. The root cause of the high purge pressure was determined to be a biomaterial buildup. This is most likely a result of the lack of heparin used in the purge system. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. While on support, impella had purge rate issues with high purge pressure. Impella was successfully weaned and explanted. No patient harm was reported.